Event description:
As reported: "on (B)(6) 2020 the initial surgery under the trochanter of the femur (left) was performed. On (B)(6) 2021 re-operation was performed. The remaining gap in the fracture would have put a load on the nail, causing nonunion and nail breakage."

Manufacturer narrative:
The reported event could not be confirmed, since no additional information and medical records of patient was available for evaluation. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the non-union, which can be multifactorial. However, the most probable reason for the subsequent nail breakage could be the alleged non-union. General aspects: ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "on (B)(6) 2020 the initial surgery under the trochanter of the femur (left) was performed. On (B)(6) 2021 re-operation was performed. The remaining gap in the fracture would have put a load on the nail, causing nonunion and nail breakage."